Event description:
It was reported that during a da vinci gastric bypass procedure, the black part inside of the cannula seal instrument accessory tore and fell into the patient and was retrieved. On (B)(4) 2014, an intuitive surgical representative contacted the site. It was indicated that the instrument was introduced into the patient and the cannula seal flap tore off and fell into the patient. The fragment was retrieved with another instrument, no larger or additional incisions were made. There was no injury to the patient. The planned procedure was completed and the patient went into recovery in good condition. It is not known what caused the fragment to tear off; the staff did not do anything different or unusual.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the cannula seal instrument accessory allegedly tore off and fell into the patient. The fragment was retrieved with another instrument during the same procedure. No additional medical intervention was required.

Manufacturer narrative:
Intutive surgical inc., (isi) has received the device involved with the complaint and completed device evaluation. Investigation revealed that the small piece was completely ripped off inside of the seal. The piece was not returned with the seal. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Recurrence of the observed failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. In addition, no adverse event or incident was alleged to have occurred. Based on this additional failure analysis investigation information, this MDR report is being retracted.